Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider (hcp) via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was in overdischarge. The patient cannot communicate with the ins. The patient getting an MRI was due to an unrelated issue. Technical services reviewed the purpose of MRI and that they can attempt to obtain MRI eligibility from the hcp and it would be up to facility as to how to proceed knowing that there is no way to visually confirm ins is off. The patient stated that the battery was depleted due to a claim that something migrated and it is difficult to charge. No symptoms were reported. No further complications were reported or anticipated.